Event description:
It was reported that the lcd was broken on the customer's insulin pump. The customer's blood glucose level was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No missing segments were noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. The insulin pump was inspected and no crack was noted on the display glass. The display functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.